Manufacturer narrative:
If additional information regarding the reported event becomes available, the investigation will be re-evaluated accordingly and provided in a supplemental report.

Event description:
It was reported that the patient required revision surgery to replace broken silicone implant.

Manufacturer narrative:
See h6, h10 and h11. Complaint has been evaluated and is similar to report number 1644408-2024-00654; pip-30, s800 - revision surgery, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.